Event description:
Information received by medtronic indicated that the customer reported that the dose log inaccuracy with the inpen. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the difference between the intended dose amount and the dose amount recorded in the app was greater than 1.0 units. The customer will discontinue the use of the device and inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer reports: inpen app is not logging doses. Per visual inspection: front shell does not stay attached. Cartridge holder is cracked/broken. Inpen did not pair with commercial app. However, inpen did transmit to manufacturing app. Inpen failed dialing alignment. Two tick marks appear in dose window when zero mark appears in the alignment gage window. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions down the length of the dose nut. Additionally, contact springs were inspected and were found loosely connected to the contact board. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. In conclusion: inpen did not communicate to commercial app. Therefore, no communication was confirmed. No communication due to broken contact springs. Unable to confirm dose log inaccuracy due to communication anomaly. Dialing misalignment was confirmed. Cartridge holder damage was confirmed due to broken/cracked cartridge holder. Cap anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.